Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient dislocated due to trunnion failure.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem and an unknown head was reported. The event was confirmed following visual inspection of the image of the explanted stem. Conclusions: a review of the provided x-ray by a clinical consultant concluded "the stem has adequate size and position with stable bone ingrowth while also the cup appears with an adequate inclination and anteversion as far as evident on ap view, there is no lateral x-rays for cross-check of anteversion but on the ap view, no issues. As such, is the cause of failure not evident from the current information and can this case not be solved with the available information unfortunately" the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient dislocated due to trunnion failure.